Event description:
This spontaneous case was reported by a healthcare professional and describes the occurrence of pelvic pain ("persistent pain, almost daily, namely after sexual relations, in the right iliac fossa") in a 48 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure inserted in patient with one fallopian tube"). The patient had a medical history of otosclerosis (left) in 2018 and salpingectomy and ectopic pregnancy in 2006. In 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required) and dyspareunia ("pain namely after sexual relations"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy via laparoscopy). Essure was removed on (B)(4) 2023. No causality assessment was received for essure with regard to pelvic pain or dyspareunia. The reporter commented: essure was removed at patient's request. Essure lot number was not available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.599 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of pelvic pain ("persistent pain, almost daily, namely after sexual relations, in the right iliac fossa") in a 48 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure inserted in patient with one fallopian tube"). The patient had a medical history of otosclerosis (left) in 2018 and salpingectomy and ectopic pregnancy in 2006. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criterion intervention required) and dyspareunia ("pain namely after sexual relations"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy via laparoscopy). No causality assessment was received for essure with regard to pelvic pain or dyspareunia. The reporter commented: essure was removed at patient's request. Essure lot number was not available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.599 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. (B)(6) 2024: health authority reference number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.